Event description:
On (B)(6) 2021, the MRI powerport was placed. On (B)(6) 2025, a 53-year-old male patient underwent port placement procedure using powerport isp MRI 6cf int w sp, att, sl through the axillary vein, positioned at the upper border of t7. During the procedure, allegedly no blood could be return from the port. It was further reported that on sep 15, it was discovered via x-ray the catheter had a fracture. Furthermore, the port was removed and the breakage was confirmed. Reportedly, pigtail catheter was removed by vascular surgery. The catheter was allegedly found. A small amount of saline solution leakage. The current status of patient was unknown.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. B1, b3, b5, g3, h1, h6 (patient, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 08-mar-2021, an MRI powerport was implanted in a 53-year-old male patient through the axillary vein, positioned at the upper border of t7. It was observed that after the port was placed on (B)(6) 2025, there was reportedly no blood return from the port. Furthermore, on (B)(6) 2025, an x-ray indicated a fracture in the catheter. There was no reported patient injury.